Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported mild rainbow glare five days post treatment. The patient was seen one month later and rainbow glare symptoms were unchanged. Two months later, rainbow glare symptoms have improved since last visit. There are multiple reports for this facility. This report addresses the patient rh and other manufacturer reports will be filed.

Manufacturer narrative:
The system history showed no abnormalities that could have contributed to this event. The review showed that the laser was successfully verified prior to and after the date of treatment. A root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).